Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The proximal fractured part of the complaint device was returned on a 0.014 inch guide wire and is transversally torn. Microscopic analysis of the balloon surface showed transversal scratches proximal to the fracture site. The distal balloon fragment is compressed, the inner shaft of the distal part is kinked and slightly elongated. Further, the distal end of the returned introducer sheath, used during procedure, is compressed. This indicates that a tensile force has been applied during the attempt to withdraw the device, finally causing an entire tearing of the balloon. The review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. Due to the transversal scratches in close vicinity of the fracture site it is assumed that the rupture of the balloon was most likely induced by the patient's vessel anatomy.

Event description:
Ous MDR - treated a shunt stenosis with a stenosis degree of 80%. During dilatation of the shunt stenosis, the balloon ruptured. When withdrawing the ruptured balloon, resistance was felt at the introducer. It was noticed that the shaft has fractured. All device parts could be removed. Patient is a (B)(6) year old male.